Event description:
It was reported that during unpackaging of the device it was noted that the stent was partially deployed (opened). The device was not used on a pt. A different device was used in the procedure. There was no pt involvement. Though requested, no add'l info was provided. This report is being submitted based on the device analysis which revealed blood in the distal tip and the stent partially deployed/expanded.

Manufacturer narrative:
(B)(4) . The device was rec'd. Investigation is not complete.

Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: analysis of the returned product noted blood on the partially deployed stent implant and on the distal shaft, possibly from handling of the product. The handle was noted to be in the locked position; the handle was opened and the rack was noted to be in the distal position and not retracted. This is consistent with the reported information that no attempts were made to deploy the stent. Analysis noted that the stent implant was stationary on the shaft and was partially deployed, confirming the reported premature deployment. Premature deployment prior to use can be the result of manufacturing, handling during removal from packaging, handling during preparation for use or interaction with the accessory devices. Analysis noted that the proximal end of the stent implant was 1.1 cm distal to the proximal marker and the distal outer sheath was bunched. This damage suggests that the distal outer sheath may have been inadvertently mishandled such that the distal outer sheath became bunched. As a result, the bunched sheath may have exposed the self expanding stent such that it inadvertently prematurely deployed. Although a conclusive cause could not be determined, there is no indication of a product quality deficiency. A review of the finished device lot history record did not reveal any nonconforming material records associated with this lot that could have contributed to this report. All absolute pro devices are 100% visually inspected online for stent placement and damage. Additionally, a sampling of units is destructively tested to verify product quality.